Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found failed leak test due to puncture on cable and hole on switch button. A probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device displayed a blurry image. There were no reports of patient harm.